Event description:
Boston scientific neuromodulation (bsn) received information about an event on (B)(6) 2012 that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. However, the issue reported was related a st. Jude lead. A report was received that the patient's st. Jude system was explanted due to a fractured st. Jude lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).